Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin from the reservoir was leaking and the stopper was broken. The blood glucose reading was 232mg/dl. No further information was provided.